Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 multiple full height cubie pockets were not detected on bus. The customer rebooted the station and performed a drawer recovery; however, the system continued to display a required maintenance error. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on bus. A field service engineer (fse) cleaned connections and reconnected all connections on all drawers in the main station to resolve the issue. Then all functions returned to normal and drawer 6 was tested in user application. The system functioned as intended after the field service engineer repaired the device.